Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for peritonitis. The day after event onset, the patient was treated with cefoperazone (10ml once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that, antibiotic therapy was discontinued after 14 days. On unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.